Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Dr tried reprogramming valve and flushing valve through reservoir. Dr states considerable resistance while flushing and was unsure if flow existed.